Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was 259 mg/dl, which the customer attributed to having eaten dinner. The customer stated that the insulin pump might have been exposed to perspiration and they went through a body scan machine while traveling. The customer does use the sensor feature. They were able to rewind the device. The customer stated that they might have been viewing the sensor glucose graph while delivering a bolus, which could cause a false motor error alarm. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).